Event description:
I purchased contact lenses from (B)(6) in (B)(6) 2020. Since then, out of total 12 lenses, 6 lenses have torn. The torn lenses have torn in my eye. I was able to remove 3 out of 6 with some effort; but 3 out of 3 with difficulty. In fact, one stayed in my eye for over 3 days until I could remove it. I followed up with my eye doctor to check my eye after this. At this time I can detect no problem. Both right and left lenses have torn. I called (B)(6) and reported this problem. I asked them to report this as well. I have been ordering contacts from them for over 10 years. Had a similar problem over 5 years ago. No problem until this recent shipment of contacts ordered in (B)(6) 2020. I have a copy of the product code. FDA safety report ID# (B)(4).